Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were admitted in hospital due to covid and diabetic ketoacidosis. Customer blood glucose was 150 mg/dl at the time of incident. Customer stated symptoms related to high blood glucose was dehydrated. It was unknown whether the customer was not using auto mode feature at the time of event. No further complications were reported. The insulin pump will not be returned for the analysis.